Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that a permanent out of range signal occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and failed. The customer complaint was undetermined because there was no voltage. The reported event of unrecoverable loss of antenna passed threshold could not be determinded. A root cause could not be determined.